Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.

Event description:
It was reported that the during an ablation procedure, blue and purple pixels appeared adjacent to the probe. It was noted that the phase encoding direction on the magnetic resonance imaging (MRI) was changed to 90 degrees but that did not alleviate the problem. It was also noted that the surgeon had assumed that the blue and purple pixilated areas were treated and proceeded. No patient complications were reported in relation to this event. If additional information is received, a follow up report will be submitted.